Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output and could not be interrogated with two separate programmers. When the device was explanted, interrogation was successful and the battery gauge displayed beginning of life (bol).